Event description:
The customer reported that the ventilator went vent inop and alarmed. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. Review of the device diagnostic log indicated a vent inop occurrence due to a data acquisition reference failure. The service technician replaced the cpu pcb board to address the finding. Final applicable testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.